Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead did not fix properly after several rotations. It was also reported that the lead dislodged when removing the sheath. The lead was explanted and replaced. No patient complications have been reported as a result of this event.